Event description:
The customer reported that the monitor went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.